Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a thoracoscopic right lung resection, while cutting the sutured lung tissue, the surgeon was able to press the green button but could not squeeze the handle. The device did not fire. The surgeon replaced the handle to complete the case. There was no patient injury.